Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer reported a blood glucose reading of 550. It was reported that the set was bent. It was reported the customer was too sick to go to her doctor appointment. Assistance with pairing the meter to the pump was reported. It was reported the customer did not have a meter. No further assistance. The insulin pump will not be returned for analysis.